Event description:
Pt laying prone on pain table, procedure finished - (1st) medical assistant (m.a.) At pt's bedside. (2nd) m.a. Left room to bring recliner for pt's transfer: 1st m.a. Clearing mayo stand supplier and finishing computer info. Pt started to move rapidly and right armboard fell to floor and pt fell off the bed on right side. Pt jumped off floor and stated he was able to stand. He moved on to recliner in sitting position. Pt examined by his physician. Pt awake and did not lose consiousness. Pt coherent and conversing with medical assistants and nurse. No laceration or swelling, bruising noted. Pt denied pain to right side of body and extremities.